Event description:
Patient died in a house fire. An oxygen concentrator was in the house.

Manufacturer narrative:
X-rays of the device show no arching or beading. Examination of parts shows no failures. Visually, the device appears to have just been in the house of a fire. Patient was a known smoker and often smoked in bed. Fire investigators list the cause as unknown. Cause of the fire is undetermined. The oxygen concentrator was visually inspected. The plastic casing was melted down to the floor with components. The bottom of the concentrator confirms the plastic melted down to the floor.